Event description:
The customer reported his blood glucose reached 20.2 mmol/l (364 mg/dl) less than 24 hrs after the pod was activated and he realized that the cannula was no longer inserted into the infusion site.

Manufacturer narrative:
The product will not be returning for evaluation. The user reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.